Event description:
I had mentor implants put in in 2004 silicone gel, I need to know if at that time they were FDA approved. I just recently had to have them removed after being sick for 6 years, due to my ruptured implants and silicone all throughout my breasts. It was a terrible experience. If I didn't start getting the pain, I never would have known how bad the situation was. Plus, I never knew that these gel implants could cause so many issues and leak like this. I had chunks of silicone removed from my chest, along with breast tissue. It is terrible that so many women are going through this situation. And someone needs to stand up for us. This is just horrible. Most people can't even afford to get them out and are just getting sicker. When will somebody step up? Please let me know if my implants were approved or if mentor was having any issues during the time I got them implanted in 2005. Since 2016 chronic fatigue, muscle and joint pain, rashes, loss of eyebrow hair, hair thinning, anxiety, chronic sinusitis, abdominal and chest pain, microscopic colitis. FDA safety report ID# (B)(4).